Event description:
It was reported that the patient had difficulty charging the ipg and it does not hold a charge for more than 24 hours. It was also stated that the patient had high impedances which affected the left side coverage. Database analysis was received, and it revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters show a reset value within a normal range. The impedance measurements revealed high values on port b (4 contacts). The ipg appears to be working as expected. The patient underwent a revision procedure wherein the ipg was replaced and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and it does not hold a charge for more than 24 hours. It was also stated that the patient had high impedances which affected the left side coverage. Database analysis was received, and it revealed that the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters show a reset value within a normal range. The impedance measurements revealed high values on port b (4 contacts). The ipg appears to be working as expected. The patient underwent a revision procedure wherein the ipg was replaced and will not be returned. Additional information was received that the patient was doing well postoperatively.